Event description:
While implanting a medtronic mosaic cinch valve 25mm, the inner spoke of the plastic frame dislodged from the top of the rest of the plastic frame. The connecting sutures were cut and the inner spoke was safely retrieved from the device. This was done to ensure that no foreign object would be dropped into the ventricle. Pieces were saved and given to the medtronic sales representative for analysis.